Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from patient's wife alleging patient passed from pancreatic cancer and thinks there should be compensation. The patient passed away (B)(6) 2024. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This complaint was previously reported on MDR 2518422-2024-101903 as a serious injury. This complaint has been corrected, and the type of reported complaint is death.